Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) representative (rep) received the vela front panel assembly and installed in a known good unit for evaluation. Upon inspection, the carefusion fa rep found "liquid ingress" and powered up the unit. The carefusion fa rep was able to duplicate the customer's alleged complaint. This is a known issue that is being addressed internally within carefusion.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The device has not been received by carefusion.

Event description:
The customer reported the touch screen display was nonresponsive to touch and observed liquid spots on the screen display while using the vela ventilator. The issue was found during pre-use testing and was immediately taken out of service. The customer reported no patient involvement or allegation of patient harm. Carefusion (cfn) shipped the customer a new front panel and the customer installed the panel to the vela ventilator. At this time, carefusion has not received the suspect device component for evaluation.